Manufacturer narrative:
(B)(4). G2: foreign source: united kingdom. G4: similar us product: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a tmj procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reason.

Event description:
It was reported the patient underwent a tmj procedure on an unknown date. Subsequently, the patient was revised due to infection. All components were removed and replaced with antibiotic spacers. The patient is being considered for custom implants to be implanted during their second stage revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b2; b5; d4; d5; g3; h1; h2; h3; h4; h6; h11. Product was not returned; no product evaluation was able to be completed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Root cause of the reported event is not device related. The investigation found that the device did not contribute to the serious injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.